Event description:
A nurse contacted baxter (B)(4) regarding a connection issue between the female connector of a minicap transfer set and the luer connector of a y-set. The nurse reported they were not connected well. There was patient involvement, but non patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a connection issue with a transfer set was not confirmed and the root cause could not be determined. The sample was received for evaluation. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted.